Event description:
Philips received a complaint from the customer on the v60 indicating that the unit would not operate on alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. The customer reported that there was no voltage at the power management (pm) printed circuit board assembly (pcba) connector but had 120 volts alternating current (vac) at the ac inlet. The customer then requested the part number for a power supply to order and replace. The rse provided the customer with the part number for a power supply.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.